Manufacturer narrative:
(B)(4). Is the device available for return? Yes. How did the device "misfire?" Clips did not close properly when the device was discharged. Did the clips deploy into the jaws? Yes. Were the clips formed properly? No - did not close properly. Did anything fall into the patient? No if so, was it retrieved? N/a. Which firing of the device did this event occur on? Laparoscopic cholecystectomy. What vessel or structure was the device fired on at the time of the event? Blood vessels. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? What was found? Acute cholecystitis. Does the patient have any relevant history of surgical treatments? No if so, what? Did somebody other than the primary surgeon fire the instrument? Yes if so, whom? Clinical coordinator the analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Event description:
Boston scientific received information that approximately two years and three months later additional information was received from a field representative for this right ventricular (rv) lead. It was previously reported on a simple study form that this lead exhibited a high out of range pace impedance measurement on (B)(6) 2009. Back on (B)(6) 2009, an x-ray revealed that this right ventricular (rv) lead appeared to be tight and exhibited high thresholds. A revision procedure was performed in (B)(6) and the patient with this right ventricular (rv) lead, experienced a ventricular tachycardia (vt) episode that was successfully terminated with anti-tachycardia pacing (atp) from the pacing system analyzer (psa) . The lead was successfully repositioned. Four days post implant there was an acute drop in the daily lead measurements from 1452 to 771 ohms. The impedances then rose to 885 ohms. Additionally on day six post implant, a single high out of range right ventricular (rv) lead impedance measurement was taken. Throughout the life of the lead the impedance measurements remained between 842 and 1439 ohms these values are typical observation of a passive-fixation reliance df4 lead. After the revision procedure, a rv lead dislodgment was suspected due to the recorded high pace impedance measurements. It was suspected that the position of the lead's tip electrode was not sufficiently in close contact with the myocardial tissue. It was noted that during the time of implant this lead was not within close contact with the myocardial tissue. The lead's passive fixation tines re-fixated within the ventricular trabeculae, but in a different position. This dislodgement and re-fixation explanation was suspected to be the cause of the out-of-range value. At this time the lead remains in service. All other measurements remained within the recommended range. No adverse patient effects were reported.